Event description:
A malfunction was reported on a customer's pump, but no significant events occurred before the malfunction, and there was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, as indicated by the malfunction code malf 16. The customer does not use fsl2+ sensors with the pump, and the device is under warranty until december 29, 2026. The customer will use multiple daily injections as a backup therapy, and instructions were provided on how to put the pump into storage mode. The customer was informed about the replacement process, including returning the problematic pump to tandem within ten days to avoid charges and programming their settings into the new pump. A replacement pump was sent by technical support.